Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. No moisture damage or corroded keypad traces were noted. No motor position encoder error alarm was noted in the history file. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. The motor was tested outside of the device and passed. The functional testing could not be completed due to the prime anomaly. The insulin pump had a broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported via phone call that they received a motor error alarm and button error alarm. Customer reported the motor error alarm occurred during a bolus delivery. It was also found a motor position encoder error alarm also occurred. Customer stated they were able to complete the rewind sequence on the inulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.